Event description:
It was reported that during a lead revision the anchor appeared to be in the locked position and was able to move across the lead. As a result, surgical intervention was undertaken wherein anchor was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6). The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.